Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 110 mg/dl at the time of the call. The customer stated that they had issues with communication between the insulin pump and the meter. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump passed the displacement test. The pump was not received with the belt clip. Unable to confirm the broken belt clip anomaly. The pump had a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.